Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the ventilator displayed extended high ppeak alarm and stopped ventilating the patient. Safety valve opened, both audible/visual peak alarm. No patient harm.